Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide, ¿keeping the syringe vertically aligned with the cartridge, and the needle inside the fill port, pull back on the plunger until it is fully retracted. This will remove any residual air from the cartridge. Bubbles will rise toward the plunger.¿

Event description:
It was reported that air bubbles were observed within the canister. Reportedly, due to the issue, the customer experienced an elevated blood glucose (bg) level of 512 mg/dl. Customer administered a correction injection to address the bg. Tandem technical support educated the customer on proper load techniques.